Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, discontinued) and meropenem injection (500mg, once daily, discontinued) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from peritonitis. No additional information is available.